Manufacturer narrative:
The device was returned and evaluated. The consumer was using the arms to transfer.

Event description:
Claims that the end user fell out of the chair when the back bolt on the armrest broke while he was using the arms to transfer from the chair.

Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Claims that the end user fell out of the chair when the back bolt on the armrest broke while he was using the arms to transfer from the chair.